Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had high blood glucose of over 600 mg/dl and that this was a prior event in the summer of 2011. The customer indicated that she was hospitalized for 4 to 5 days with diabetic ketoacidosis.